Event description:
It was reported that a telemetry pt's data was inadvertently replaced on screen with another telemetry pt at the central station by the user. No malfunction was observed. At this time, the second (displayed) pt experienced afib arrhythmia, but the original (replaced) pt was administered medication before the display assignment error was noticed. Both pts recovered without further incident. The replacement of the original pt's data on the clinical information center (cic) screen may have contributed to caregiver confusion, which resulted in improper treatment of the wrong pt. There was no death associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital.